Manufacturer narrative:
H6: investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and does not show overfill. Additionally, 10 production lot in-house retention tubes from each lot affected samples were draw tested. All tubes were within specification limits. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: we are having an issue with the bd blue tubes overfilling. I have 2 different lot numbers causing delay in patient care.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1074691, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-15. Medical device lot #: 1014038, medical device expiration date: 2021-10-31, device manufacture date: 2021-01-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: we are having an issue with the bd blue tubes overfilling. I have 2 different lot numbers causing delay in patient care.